Manufacturer narrative:
Results: bends were present from approximately 191.0 ¿ 198.5 cm from the proximal end. One leg of the penumbra system 3d revascularization device (psr3d) stent portion was fractured. Conclusions: evaluation of the returned psr3d confirmed a fracture on the proximal end of the psr3d stent portion. If the device is forcefully manipulated at extreme angles within a patient¿s tortuous anatomy or otherwise mishandled during the cleaning of the device after a pass, the stent portion may fracture. Penumbra revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). It should be noted that the patient's anatomy was very tortuous. After making one pass with the psr3d and a non-penumbra microcatheter, the technician removed the psr3d to clean out the clot and noticed that a tine on the proximal end of the psr3d had become broken. The psr3d was therefore no longer used in the procedure. The procedure was then completed using a non-penumbra device and the same microcatheter. There was no report of an adverse effect to the patient.